Manufacturer narrative:
The device was not returned for analysis, a non-visual investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause: based on the complaint description, a definitive root cause could not be established. A potential root cause could be due to excessive bruxism which could have caused the anchor to break. The manufacturer internal reference number is: (B)(4). Additional information: g3: "date received by manufacturer" d4: "model#" & "catalog#" corrections: b5: " describe event of problem" h6: updated "type of investigation" code. H6: updated "investigation findings" code. H6: updated "investigation conclusions" code.

Event description:
It was reported that a silent nite 3d one piece appliance required a remake due to a broken component. One of the lower tabs had broken off the appliance. No additional information was provided regarding when the tab fractured, how the issue was discovered, or whether any patient symptoms or adverse effects occurred. The product was not made available for evaluation. Multiple attempts to obtain additional details have been made without success.

Event description:
Office reported that a tab from the lower potion of the broke off. It is unclear when the patient received the device, when the patient first used the device, or when the issue occurred. No injury was reported.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).